Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence urgency frequency. It was reported that the patient felt like their bladder stim wasn¿t working.   Patient's  information was sent to local bladder stim representative for follow up. The patient reported their ins has been working fine since date of implant until yesterday following having a dbs device implanted (confirmed dbs device is from a different manufacturer, not medtronic). They  reported since getting the dbs device implanted yesterday their bladder stimulator does not work. They stated they have had to change their bedding 6 times since yesterday because they can't control it. They checked therapy status on call and confirmed therapy is still on at 0.6v. They increased stimulation to 0.8v and confirmed feeling stimulation comfortably in bicycle seat area. They stated they were told not to increase stimulation so that the battery doesn't deplete quicker. Reviewed therapy overview and redirected the patient to hcp to discuss. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.